Manufacturer narrative:
The investigation is complete. Section h codes have been updated to reflect investigation results. H3 other text : the device was not made available by the customer.

Event description:
It was reported that the bed had exposed bare wires. It was further reported that as a result, a user was electrocuted. Multiple attempts were made to gather additional information regarding the alleged injury, but the customer has not responded to these attempts.

Event description:
It was reported that the bed had exposed bare wires. It was further reported that as a result, a user was electrocuted. Attempts are being made to gather more details from the user facility regarding the alleged event and injury.